Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with a recently implanted implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported encountering a "question mark" on the patient programmer (pp) screen. The patient stated that on a phone call earlier in the day when "somebody called her" to go over pp use she was able to increase stimulation, but now the patient is encountering poor communication between the ins and the pp. The patient confirmed that she did feel stimulation before, but does not feel stimulation now and is wondering if she accidentally turned the ins off. It was reviewed with the patient that the stim off button must be pressed in order to turn stimulation off and the patient confirmed that she had not pressed the stim off button. The manufacturer call center explained to the patient that the body can adjust to stimulation and so the patient may not always feel stimulation. Therapy expectations were reviewed with the patient and when stimulation may need to be increased. With the guidance of the manufacturer call center the patient attempted communication again and the poor communication had resolved. Stimulation was confirmed to be turned on and set at 0.9. The patient stated that she did not feel stimulation and would like to increase stimulation a bit more. When the patient attempted to increase stimulation the patient encountered the poor communication error again. The patient was advised to monitor symptoms for a couple days as stimulation had been increased earlier that same day prior to the call and the patient could feel stimulation at that point. The patient was also advised to wait until bandages were removed as the bandages can contribute to the poor communication. The patient was also advised to discuss her symptoms and concerns with her healthcare provider. Patient status is unknown at the time of this report.

Event description:
Additional information was received. It was reported that the patient was experiencing pain; it was hurting after implant, but they had the bandages so they didn¿t think much of it. Then on (B)(6) 2016, the patient was diagnosed with an infection, and they had a total system explant on (B)(6) 2016. The patient was placed on oral antibiotics, and they had to wait a while to heal, but they did heal. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that because of the infection, the 'ins fell down'. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the healthcare provider was no longer in possession of the ins. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that after her first implant, she went home and woke up full of blood. The stitch came out and she went back to her hcp to have the site checked. Also, an infection was diagnosed at the implantable neurostimulator (ins) site. The patient further mentioned that her hcp thought the stimulator had slipped. According to the patient, the device was removed right before (B)(6) of 2016 but therapy was working for her. There were no further complications or anticipations reported with this event.